Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at around 7 pm with a high blood glucose level above 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they felt chest pains prior to the emergency call. The customer noticed blood in the tubing and mentioned that there may be damage to the drive support cap. The customer did not return the product back for analysis.